Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the injection gold probe did not turn on; there was no cautery. The problem occurred inside the patient. The case was completed with another injection gold probe device, and the same erbe generator. No patient complications were reported as a result of this event.

Manufacturer narrative:
The reported complaint was not confirmed. The returned device is within specification. The device presents a normal extension and retraction of the needle, after actuation of the handle. The root cause was not able to determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the injection gold probe did not turn on; there was no cautery. The problem occurred inside the patient. The case was completed with another injection gold probe device, and the same erbe generator. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.